Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. Further review showed the impedances have been increasing gradually and multiple values have been out of range. The health care professional noted a possible reason for the increase in impedances was due to the patient smoking which was causing poor cardiac and respiratory health. At this time, the rv lead remains in service. The patient is being monitored remotely. No adverse patient effects were reported.